Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a cuff miss occurred during suture placement with a proglide devices in the right common femoral artery using the preclose technique prior to a percutaneous endovascular aortic repair (pevar) procedure. The arteriotomy was 6f. Reportedly, difficulty was felt advancing the plunger to the body of the device. Two additional proglide sutures were successfully pre-placed using the preclose technique. The sheath was upsized to 14f sheath and the pevar was successfully completed. Hemostasis was achieved with the pre-placed sutures of the two proglide devices. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a lot specific product deficiency. Based on the information reviewed, there is no indication of a product deficiency. Eleven unused sterile proglide devices with the same lot number, 40224k1, as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.